Event description:
The user facility reported a 73-year-old female patient was scheduled for impella 5.5 implant. It was documented that resistance was consistently met during attempted delivery despite the use of multiple techniques. The pump was eventually removed after particulate in the cannula could not be cleared and the cannula bent. Another impella 5.5 was successfully used.

Manufacturer narrative:
The investigation into the reported 'delivery issues" has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The evaluation revealed that the cause of the delivery issue was due to calcified vessels that led to cannula kink. This report is being filed as part of a retrospective review of historical records.